Event description:
The customer reported to olympus, during two therapeutic duodenoscopy procedures, the distal cover came off of the endoscope upon withdrawal when used along with a non-olympus laryngeal mask and a non-olympus esophageal variceal ligator. Event 1 of 2: the distal cover fell off of the scope when used with a non-olympus laryngeal mask. The customer reported a fibroscopic examination was required and revealed the small cap had become stuck in the esophagus at the level of the orifice of the laryngeal mask. The customer also stated, "without the vigilance of the teams present, this cap could have ended up in the patient's larynx when the mask was removed, causing a serious hypoxic accident." Event 2 of 2: the customer also stated, "same problem with the esophageal variceal ligator." The distal cover fell off of the scope when using with a non-olympus ligator. The customer is unsure which endoscope was used in the procedures: it may have been tjf q190v with serial (B)(4) or (B)(4). There are 4 reports for 2 events: event 1. (B)(6): tjf-q190v, (B)(4) or (B)(4). (B)(6): maj-2315, unk. Event 2. (B)(6): tjf-q190v, (B)(4) or (B)(4). (B)(6): maj-2315, unk. This report is for: event 2, (B)(6): tjf-q190v, (B)(4) or (B)(4).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be determined, the issue was likely caused by the following: 1. The distal cover was inappropriately attached. 2. There was crack or pin hole on the cover. 3. Chemical solutions adhered to the cover, which caused it to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. Hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover.¿ with a new single use distal cover, repeat step 1 through 8.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Correction to h6 problem and component codes. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus. 3. The facility educated or continuously educates its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) 5. The facility used care when attaching the distal cover, so that it does not crack. They have never noticed a crack on the cover before attaching it. Per the facility, certain short procedures with the duodenoscope (e.g. Prosthesis removal), anesthesia is sometimes performed with a laryngeal mask. In this case, the mask used was an lma gastro cuff pilot ref 1e5030. This mask has two ducts, one of which is reserved for the passage of the duodenoscope, and the maximum endoscope diameter that can be used is 14mm. However, due to the curvature and rigidity of the conduit and the diameter at the limit of that of the duodenoscope of the duodenoscope (13.5mm), when removing the duodenoscope and passing the distal end into the curved part of the laryngeal mask, the endoscope rubs and jams in the mask. The cap is ejected. The facility confirmed this mask is no longer used with the duodenoscope, but only with gastroscopes. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton in a recommended environment (per the IFU.).